Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.